Manufacturer narrative:
The device history record was reviewed and found to be complete and within specifications.

Event description:
Per medwatch: "event desc: pt turned and et tube holder broke at plastic holder. Pt was extubated."